Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their skin was burned from the insulin pump. The customer¿s blood glucose during the incident unknown. The insulin pump had a burn mark on it. It was alarming them to change the battery. They saw cracks on the battery cap and when they opened it they saw that the battery had completely leaked. They used a cotton swab to dry the battery compartment and inserted a new battery. The customer was diagnosed with 2 degree burn. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was monitored for 5 days. No hot pump or device heating up anomaly, hot battery anomaly or audio/beep anomaly noted. No change battery alert noted. No burnt case noted. Device had a stained end cap sticker, corroded battery tube, corroded battery cap contact, cracked battery cap , a small crack on the display window, cracked battery tube threads and cracked reservoir tube lip. During visual inspection, the electronic assembly was corroded and the motor had moisture damage.